Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to an unspecified defect on the venting connector. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the coating material on the insertion guide serpentine was peeling off. This report is being submitted to capture the peeling coating material found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The venting connector was found deformed. Additionally, as noted the coating material from the insertion guide was found peeling. Other findings including notable wear and tear in the form of dents, scratches, discoloration, corrosion, and material separation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion tube peeled off and marking on the insertion tube was disappeared occurred due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.